Event description:
Indication: chronic obstructive pulmonary disease, unspecified. (B)(6) (medical assistant) from md office states pt has issues with ohtuvayre nebulizer dosing cup and there may be a product defect. Details of defect unknown, unknown if dose was missed or if there was an adverse effect. Unknown if product on hand available for return. No additional information provided. Reported to (B)(6) by: health professional.